Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with common failure f94. This condition had the potential to interrupt delivery. This condition was found in the surgery department and occurred upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device was sent to baxter in error and was returned to the customer unrepaired. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of failure code 94 was confirmed during product evaluation. The root cause was not identified. No repairs have been performed and the pump was returned unrepaired. A service history review revealed no previous service events were related to the reported condition.